Manufacturer narrative:
Investigation summary: two photos were received by our quality team for evaluation. From the photos, leakage was observed past the stopper. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. At the assembly process there is a mechanism control to check for stopper leakage. However, as no sample was returned for further analysis, a root cause cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe leaked blood past the plunger. The following information was provided by the initial reporter: "blood leakage from syringe plunger during blood taking".